Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had been having a lot of problems with the implant and was having a lot of pain with it. Patient stated that they could feel like the ins was trying to move. Patient stated that they went to a different doctor who examined the patient and determined that it was not implanted deep enough. Patient stated that then they had a surgery this year to put it deeper. Patient noted that both pain and the ins moving were resolved by the revision, further mentioning that the implant was working better than it had ever worked. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.